Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented for surgery and was diagnosed pre-operatively with ¿cervical pseudoarthrosis of c6-7 status post acdf, c5-6, c6-7 (times two), with adjacent level breakdown, c4-5 and c7-t1.¿ the patient underwent the following procedures: posterior cervical hemilamintomies and foraminotomies on the right side of c6-7, c7-t1; titanium lateral mass and pedicle screw fixation, posterior cervical fusion, c4-5, c6-7 and c7-t1 with the help of local autologous bone plus large bmp (with bone graft block, 10 ml grating). Per operative notes, ¿we decorticated the facet joints, packed local bone dust bone graft from the spinous processes and lamina and to the facets, and then took bmp, a 12 mg kit, and put it onto 10 ml of bone graft lock and put it in. We then put the rest of local autograft and demineralized bone matrix and achieved hemostatis.¿

Event description:
It was reported that on (B)(6) 2008 the patient presented with complaints of neck pain, arm pain, numbness and weakness, and back pain. The patient reports problems to have started following a (B)(6) 2007 car accident where she was rear ended while sitting still at a light. Patient states tingling since the accident and some pain across the shoulder blade area. Patient reports pain in arms and neck. The arm pain is present in the right and left upper back, shoulder, upper arm and hand and fingers. Raising arm worsens the pain. There is weakness of the right and left hand and fingers. There is numbness of the right thumb, index finger and long finger and left index finger and long finger. Patient has frequent headaches in the back of the head. X-rays of the cervical spine were taken. She has mild loss of normal lordosis. There is severe adjacent level ossification at c4-5 and at c7-t1. There is retrolisthesis of c4 on 5. There is facet arthrosis at c7-t1. There is still mild foraminal narrowing bilaterally at c6-7 and an obvious pseudoarthrosis at c6-7 with two broken screws in place. There is an uncinate spur at c4-5 bilaterally, left is slightly worse than the right side. The facet arthrosis is a little worse at c7-t1 on the left than it is on the right. There is some mild foraminal narrowing on the right side at c7-t1 and also at c4-5. Foraminal narrowing at c7-t1 on the right side was also seen and broad based disc herniation at c4-5 with minimal retrolisthesis causing mild canal narrowing. A CT scan dated (B)(6) 2007 was also reviewed. It showed at c4-5 there appears to be a small disc protrusion and mild right foraminal narrowing. Pseudoarthrosis is seen at c6-7. C5-6 is solidly fused. There are ventral osteophytes at c4-5 and also at c7-t1 where she has adjacent level ossification development. She has 4 screws in at c7 from her first operation where the screws broke and then she had a revision operation but even this one has gone onto a pseudoarthrosis at c6-7. A CT scan dated (B)(6) 2007 confirms the nonunion at c6-7. Myelogram study from (B)(6) 2007 shows mild retrolisthesis of c4 on 5 with a small dye column indention ventrally at c4-5. On the coronal view of the myelogram there is bilateral blunting of the nerve roots at c6-7. (B)(6) 2008: the patient presented to further discuss surgery. Diagnosis: cervical pseudoarthrosis. (B)(6) 2008: the patient presented for pre surgery examination. MRI¿s of the cervical spine show bulging disc at c4-5 and degenerative disc at c7-t1, non-union at c6-7. (B)(6) 2008: the patient presented for surgery. The patient underwent the following procedures: hemilamintomies and foraminotomies on the right side of c6-7, c7-t1; screw fixation with lateral mass screws at c4 ,5,6, and 7 and pedicle screws into t1 with rods connecting construct; decortication of facet joints; packed local bone dust bone graft from the spinous processes and lamina to the facets; rhbmp-2/acs mixed with mastergraft lock put into the facets as well. No patient complications were reported. (B)(6) 2008: the patient presented for x-rays of the cervical spine and a history of neck pain. Findings: nonunion of the graft at c6-7. There is a screw fragment in the c7 vertebral body. There are fractured screws within the c7 vertebral body suggestive of revision of anterior fusion. There is a large anterior spur at c4-5 and ossific density anterior to c7 likely anterior longitudinal ligament calcification. There is also minimal neural foramina narrowing on the left at c4-5 and c6-7. (B)(6) 2011: the patient presented for x-rays of the cervical spine. The patient has a history of neck pain, motor vehicle accident, and prior cervical surgeries. Findings: degenerative changes are present at the c4-5 level. There is no evidence of acute fracture, subluxation, focal bone destruction. (B)(6) 2012: the patient presented for a cervical MRI and a history of headache and difficulty swallowing. The patient also has a history of neck pain with upper extremity pain, numbness and weakness with tingling in the fingers. Findings: there is some foraminal narrowing on the left at c2-3 which appears to be produced by disc on disc or osteophytic complex. There is also central bulging disc present at l3-4. (B)(6) 2013: the patient presented for x-rays of the cervical spine. Findings: posterior screw is broken at the level of c7. (B)(6) 2013: the patient reported for a cervical MRI with a history of neck pain and headaches and previous cervical fusion. Findings: there are fractures of the posterior screws at c7 best seen on the plain films. Solid bony fusion is present anteriorly c5-6 and c6-7. There is osteophyte anteriorly about the disc space c4-5. There is edema within the disc space posteriorly at c4-5. There has been further disc space narrowing at c4-5. Mild scoliosis is present. (B)(6) 2013: the patient presented for a CT of the cervical spine. Patient has a history of pseudoarthrosis and neck painand right cervical radiculopathy. Findings: alignment is normal. No fracture or pathologic subluxation. There is prior anterior spinal fusion with metallic plate and screws from c5-7 and evidence of intact bony fusion across the c5-6 and c6-7 disc spaces. There are fractured screws within the c7 vertebral body from prior revision anterior fusion. Sometime postop, the patient reportedly began to have difficulty swallowing and was hoarse, and also experienced pain in neck, base of skull and down her arms, had edema in her neck, and was unable to move her head.